Manufacturer narrative:
Continued from d10: 2272 ipg, implanted (B)(6) 2025 b3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a pocket infection post device changeout involving a competitor implantable pulse generator (ipg).  The patient presented back with an open wound in the pocket area.  Erosion, discomfort, pain, redness and wound dehiscence were noted. The ipg was explanted and replaced with a leadless ipg.  The pacing leads were cut and capped and the remaining portion of the leads left in place. No further patient complications have been reported as a result of this event.